Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that the clip has cut the cystic artery, the incriminated clip could not be extracted. Components in use listed as concomitant devices are: pl569t / ligating clips m/l 12/box. Pl510r / handle f/pl506r & pl508r. Pl536r /shaft compl.d:10mm l:370mm.